Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer had not yet address their bg at the time of call with customer technical support. Customer reverted to an alternate method of insulin therapy.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.